Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "scan error" message on the adc device and was unable to obtain readings. As a result, the customer was taken by an ambulance to the emergency room and hospitalized. No further details were provided as the call was dropped. There was no report of death or permanent injury associated with this event.

Event description:
A customer received a "scan error" message on the adc device in use with xiaomi, os 13, app version 2.8.4.9335 and was unable to obtain readings. As a result, the customer was taken by an ambulance to the emergency room and hospitalized. No further details were provided as the call was dropped. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported scan error. Attempted to replicate the user¿s complaint using similar configurations of samsung galaxy a52 with android 13 for app version 2.8.4.9335 and the user complaint could not be replicated. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "scan error" message on the adc device in use with xiaomi, os 13, app version 2.8.4.9335 and was unable to obtain readings. As a result, the customer was taken by an ambulance to the emergency room and hospitalized. No further details were provided as the call was dropped. There was no report of death or permanent injury associated with this event.